Event description:
It was reported that a pt experienced increased tightness over the past few days. A sideport aspiration was completed but no fluid could be aspirated. The device was programmed to deliver lioresal (concentration of 2000 mcg/ml; daily dose of 120 mcg/day). No troubleshooting was done in regards to the pump. A kink was not suspected as the pump's actual residual volume (arv) versus the expected residual volume (erv) had been accurate. The physician believed there was an issue with the catheter. The physician referred the pt to a surgeon for a catheter replacement. It was further noted that the pt's pump was nearing its "end of life", so the pt was referred for both devices to be replaced. The pt did not experience any other withdrawal symptoms. The pt was then started on oral baclofen. The only symptom that the pt experienced was increased spasticity. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the cause of the event was a (B)(4) study done on (B)(6) 2011; pump stalled and recovered; it was unknown how long the pump stalled; there was no patient injury. Patient was scheduled for surgery on (B)(6) 2011; however it was cancelled as the patient decided to wait until (B)(6) to have the pump and catheter replaced. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).